Manufacturer narrative:
The technician found contamination on both side rails preventing proper engagement. The technician thoroughly cleaned both head side rails latching assemblies to resolve the issue.

Event description:
The account alleged the head side rails will not latch. No pt impact.